Manufacturer narrative:
Due to the covid-19 pandemic, the investigation for this event will be delayed. We will however, send the follow-up report as soon as our laboratory services are able to return to normal. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model #, lot # and expiration date) and device manufacture date could not be determined.

Event description:
The customer opened his new contour next link meter kit and found that the cap on the sample bottle of test strips was already open. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The customer discarded the bottle of suspected test strips. Therefore, the device was not returned for evaluation. There is a robust system that inspects all open test strip bottles/vials at the detrayer and rejects test strip vials/bottles with any open caps.